Event description:
Pt had refractive surgery on 1/27/95. Surgeon reported that the alk system stopped 3/4 of the way across the flap. Astigmatism and epithelial growth were observed with total cap and corneal failure - edema of the cornea and loss of vision to finger count. Subsequently, the pt had a corneal transplant.